Manufacturer narrative:
Device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced events with three infusion sets that fell off during use on (B)(6) 2024. The infusion set was in use for 2 hours for all events. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.